Event description:
Customer reported that for the last two weeks, she has been experiencing "bottom out" spells in the middle of the night. The most recent occurred in 2009, stating at about 0330 she felt "sweaty, hair was wet, she was shaky, she could not see". She tested with her adc meter and received two readings of "hi" and 60mg/dl obtained within 10 minutes of one another at 0330 and 0331 respectively. When plotted on the parkes error grid, the results of 501mg/dl and 60mg/dl fell within the "c" zone showing the difference in values is considered to be clinically significant. Customer self-treated by drinking juice and no third party medical intervention was required. There was no report of death or permanent impairment associated with this report.

Event description:
It was reported that the pulmonary artery pressure data was measured highly than normal. There were no patient complications reported.

Manufacturer narrative:
Customer's product has been requested back for investigation and a follow-up report will be submitted once investigation results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message.

Manufacturer narrative:
The device ((B) (4)) and test strips (lot no: 0912736) were returned and an investigation has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. A review of the meter's internal memory log revealed one of the two reported "hi" readings and a result of 69 mg/dl within 10 minutes on the date the customer reported the readings were received. Customer reported a result of 60 mg/dl. It should also be noted: the test strips that were returned are not the test strips that were reported in the original complaint.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient has expired, due to unknown reasons. No further details were provided. The date of patient's death and implant duration are unknown.